Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Upon review, it was noted that the impedance measurements have been gradually rising. They evaluated the impedance from the initial device as well and that also showed a gradual rise. Likely due to electrode placement in adipose tissue pulling it off the fascia. This positioning can elevate impedance. Troubleshooting options were recommended to evaluate the position of device and electrode. Currently, this product remains in service and no adverse patient effects were reported.